Event description:
After approx 45 minutes of onyx (embolic agent) injection through catheter; upon catheter removal, physician found the catheter was ruptured. No complications were reported to have occurred with the pt as a result of this event.